Manufacturer narrative:
The lot number of the device that was used is unknown. A device from one of two possible lot numbers 491314w and 631184w is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a tubing separation. It was reported that while disconnecting the tubing set from the patient, the tubing "broke off" from one of the two female adapter luer locks. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.